Event description:
Additional information was received that the patient's chart, dating back to (B)(6) 2015, does not indicate there was a catheter issue and there was no indication the healthcare provider (hcp) performed a surgery to replace the patient's catheter. It was felt the patient was confused. There was nothing wrong with the pump when it was replaced in (B)(6) 2016 for normal battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Date of event is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 4.003 mg/day via an implanted pump for non-malignant pain and failed back syndrome-other. The patient¿s ¿old¿ drug in the pump was unknown morphine 50 mg/ml at an unknown dose. The patient had three pumps which had been replaced due to longevity. When she got the second pump replaced; the catheter was not replaced, had built up calcium deposit, and was running at a higher flow rate. The event date of the calcium deposit was 2015 (6-8 months before pump and catheter replacement on (B)(6) 2016). The healthcare provider (hcp) tried to clean the catheter with no success. The patient was going in every couple of weeks to refill her pump because it was not giving her the proper dosage and was running at a really high amount. When the third pump was replaced the hcp put in a brand new catheter on the other side and left the old catheter in. The hcp also put in the patient¿s replacement pump and left the second pump in while they healed so the hcp could then remove the second pump based on the patient¿s preexisting conditions of ehlers danlos syndrome and hiv positive conditions. The issue was resolved after the patient got her pump and catheter replacement. The hcp decreased the medication ¿way down¿ with the new pump and the patient could tell the difference which was a good thing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.